Event description:
It was reported that the right ventricle lead was in unipolar use, and indicated low impedance and undersensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.